Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced migration of s3 lead and was confirmed via x-ray. Reportedly, patient's daughter suffered a fall approximately in (B)(6) of 2020 and patient while helping, had her lead migrated. Patient was maintaining therapy.to address the issue of migration, patient underwent surgical intervention wherein the s3 lead was replaced on (B)(6) 2020 and therapy was restored.